Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, fluid was noted while flushing the lead. The lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the patient was in a stable condition. No damage was observed.